Event description:
An endurant iis stent graft system was implanted for the endovascular treatment of a 6.3 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as the insertion arteries were 6.3-8 mm in diameter. It was reported that during the surgically close of the cut down of the right common femoral artery a dissection was noticed. The physician that stated the dissection started just above the puncture site and extended "up" just past the inguinal ligament. The physician also stated that this was most likely caused by a small posterior plaque on the patient's right common femoral artery that was probably disrupted by the sheath insertion into the right femoral artery and that this plaque disruption resulted in a dissection in the patient's femoral artery. Upon this discovery, the physician elected to perform a femoral endarterectomy followed by placement of a patch graft in the right common femoral artery. The endarterectomy and the placement of the patch graft were successful according to physician. The physician stated the event was related to the procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).